Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a single action pump was unpacked to be used in the ureter or the renal pelvis for a transurethral lithotripsy (tul) procedure performed on an unknown date. Prior to the procedure, a foreign matter was noted mixed in the sterilized bag. The procedure was completed with another single action pump. There were no patient complications reported as a result of this event.